Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
It was reported that no water is coming to the handpiece. There is no information on the status of the patient.